Manufacturer narrative:
Samples from the patient were submitted for investigation and the customer's results were confirmed. Upon further analysis of the samples at an external laboratory using a siemens centaur analyzer, the tsh values were again confirmed. No interfering factor was found in the samples. From the information provided, no issue was detected.

Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable elecsys tsh assay results for two samples from one patient on a cobas 6000 e 601 module. On (B)(6) 2016, the tsh result from sample 1 was 14.33 uiu/ml. On (B)(6) 2016, the tsh results from sample 2 were 7.59 uiu/ml and 7.58 uui/ml. On (B)(6) 2016, sample 1 was repeated and the tsh result was 13.90 uiu/ml. Additional results of 14.00 mui/l and 8.00 mui/l were provided, but it was unclear which date these results were generated. The results were reported to the clinician. The patient was not adversely affected.

Manufacturer narrative:
A specific root cause could not be determined. The tsh assays from different vendors can generate different values due to the overall setups of the assays, the antibodies used, and differences in reference materials/methods and the standardization methodology used.